Event description:
It was reported that (2) devices were used during a laparoscopic hernia. It was reported by the rep that the ems staplers jammed and did not fire correctly. Another stapler was opened and it also misfired. Another device was used to complete the case. There was no consequence to the pt.